Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no samples were available. No issues relating to this complaint were noted in the batch file review. No root cause was determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The povidone sponge out of the cap. No injury is reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.